Event description:
It was reported that during device change out, the physician was unable to remove the competitor lead from the device. The lead was fractured while trying to disconnect from the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received pin gauges confirmed the v is-1 lead bore diameters were all within specification.